Event description:
Motor vehicle accident pt sustained fractures and subdural hemorrhage. Unable to place external venous drainage system. Started on pentobarb 4 days after admission. 7 days after admission pentobarb supply ran out and the pt was started on thiopental. 9 days after admission the pt's brain showed no flow.